Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Brand name updated from heartware ventricular assist system controller 1.0 to heartware ventricular assist system controller 2.0; model number and catalog number updated from 1403us to 1420.concomitant product updated from mcs vad to 1103 vad. Product event summary: the controller was not returned for evaluation. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual evidence provided by the site revealed contamination within the power ports of the controller. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection and several momentary disconnections that did not lead to power switching involving (B)(6). This observation was likely perceived as the reported ¿battery went blank and the controller was not recognizing the battery¿. Failure analysis revealed that the returned batteries passed functional testing and visual inspection. However, a dark substance was found on the output pins of all the batteries. A power source lubrication procedure was performed for (B)(6) on (B)(6) 2018. (B)(6) was lubricated prior to release. There is no evidence that the lubrication servicing was performed on (B)(6). Although no service records were found for all the batteries, historical results from previously tested samples revealed that the dark substance is consistent with the lubricant applied. As a result, the reported contamination of the controller power ports, batteries connectors with black substance, power switching, and battery not recognized by the controller events were confirmed. The most likely root cause of the observed contamination on the controller can be attributed to handling of the device. The most likely root cause of the reported black substance can be attributed to the lubricant placed on the power sources. The most likely root cause of the reported power switching, battery went blank and the controller was not recognizing the battery event can be attributed to contamination of the controller power ports and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins; the wearing of the controller gold-plated pins exposed the pin¿s base metal to the effects of corrosion. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 24-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) d10: yes, return date: 24-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) d10: yes, return date: 24-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) d10: yes, return date: 24-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) d10: yes, return date: 24-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) d10: yes, return date: 24-feb-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system: battery. Model #: 1650de, expiration date: 30-jun-2018, serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 24-feb-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-jun-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de, expiration date: 30-sep-2020, serial or lot#: (B)(4); UDI #: (B)(4). Device evaluated for evaluation? Yes, return date: 24-feb-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-sep-2019. Labeled for single use? No . (B)(4). Heartware ventricular assist system: battery. Model #: 1650de, expiration date: 30-jun-2018 , serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 24-feb-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-jun-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de, expiration date: 30-jun-2018, serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 24-feb-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-jun-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de, expiration date: 30-nov-2018, serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 24-feb-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 07-nov-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de, expiration date: 30-jun-2018, serial or lot#: (B)(4); UDI #: (B)(4). Device available for evaluation? Yes, return date: 24-feb-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-jun-2017. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins in the connector of six batteries, and the power ports of a controller appeared black and dirty. Additionally, one of the batteries, when connected to the controller was displaying three or four lights on the fuel gage and then suddenly the battery ¿went blank¿ and the controller was not recognizing the battery. All six batteries were exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.